Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was also reported that the ffrw over-sensing was contributing to mode switching.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient presented to the emergency room with a report of syncope. A transmission was received from the patient's implantable pulse generator (ipg) where it was found that there was far field r-wave (ffrw) sensing occurring on the right atrial (ra) lead. No changes were made and the ipg and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.